Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his daughter was experiencing sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 2.1 and blood glucose was 6.2 mmol/l. The caller reported that when the sensor was removed, the cannula was bent. The customer was advised that sensor would be replaced. The sensor will not be returned for analysis.